Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2009-00311 for info related to the kugel mesh patch referred to the event description.

Event description:
Attorney reported: the pt sustained injury and damages associated with their use of defective products, the bard kugel hernia patch and bard modified kugel patch. The pt suffered damages. Specifically, as a result of having the patched implanted in the pt, the pt suffered disabling pain and required surgical intervention.